Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: 433258.

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -10.50/2.0/101 was implanted into the patient's eye on (B)(6) 2023. The reporter states that the lens was too small and the doctor had to go with a longer length lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.